Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The hill-rom technician replaced the break/steer caster, brake caster and adjusted the casters to repair the bed.